Manufacturer narrative:
This supplemental report was submitted to provide additional information from the original equipment manufacturer (OEM) for MDR# 8010047-2020-09221. The original equipment manufacturer (OEM) performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. As part of the investigation, olympus followed up with the user facility to obtain additional information regarding the reported event but with no results. The investigation was completed by the OEM and determined that there is no manufacturing, material or processing related cause for this failure mode. The OEM has determined that the ccd (charged coupled device) unit failed due to unexpected stress on the head section caused by the user's handling, and the image was no longer output. As stated on the IFU and as a preventive measure, the user manual states: do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The referenced device was returned to the service center for evaluation and confirmed the reported no picture. In addition, the charge coupled device unit was found defective. There was a kink in the cable but it did not affect the functionality. The device was repaired to standard specifications and returned to the customer. Repaired and returned to customer. A review of the repair history shows the device was last repaired on june 14, 2019. The investigation is ongoing, therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The service center was informed that during an unspecified procedure, the high definition autoclavable camera head had no picture. No patient injury or harm was reported.